Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes are overfilling, creating air bubbles, and hemolyzing the specimen. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 363080; batch no. 9043983. It was reported that the replacement tubes fill extremely quickly, creating foam in the blood specimen and even hemolyzing the specimen. They also fill way above the fill line on the tube. We are receiving complaints about the product that was shipped to us as replacement for the tubes we had that were overfilling. We received lot: 9043983 with expiration date of 9043983. These blue tops fill extremely quickly, creating foam in the blood specimen and even hemolyzing the specimen. They also fill way above the fill line on the tube.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes are overfilling, creating air bubbles, and hemolyzing the specimen. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 363080. Batch no. 9043983. It was reported that the replacement tubes fill extremely quickly, creating foam in the blood specimen and even hemolyzing the specimen. They also fill way above the fill line on the tube. We are receiving complaints about the product that was shipped to us as replacement for the tubes we had that were overfilling. We received lot 9043983 with expiration date of 9043983. These blue tops fill extremely quickly, creating foam in the blood specimen and even hemolyzing the specimen. They also fill way above the fill line on the tube.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. This complaint investigation was conducted under the premise of a previously investigated issue specific for hemolysis, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. This complaint investigation was conducted under the premise of a previously investigated issue specific for hemolysis, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.